Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. Only the history data was sent for investigation. The device history was not complete. According to the error description of the customer no more detailed analysis procedure could be performedthe reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
According to the customer: in the special care department, (B)(6) series infusion pump is used to administer dexmedetomidine to the patient. Dexmedetomidine to the patient, who presented complications after some time of complications that improve when the drug is discontinued after a period of time. Is discontinued. It is desired to rule out that the dose was received inadequately by the pump or its programming, and that it is pump or its programming, and that it is a case of medication error with damage. For I request your support to verify the operation of the pump and its programming log. Of the pump. The pump is separated, and is in the biomedical equipment workshop.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4) . A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.